Event description:
It was reported that during implant procedure the physician felt resistance to the rotation and failed to twist the atrial lead to an appropriate position for fixation. The led was not used. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.